Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation, the device evaluation results, and further information provided from the customer. Additionally, (d8) was this device serviced by a third party? No selected, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes and (h4) device manufacturer date was added. According to the customer, the device was used in a procedure on (B)(6) 2023 while waiting for the culture test results. After the positive culture was observed, the device was quarantined until (B)(6) 2023 when a passed result was received. On (B)(6) 2023, the device was used in 5 diagnostic procedures. On (B)(6) 2023 positive test results were received again. The user did not report any serious deterioration in state of health of any persons, to which the scope could have been a contributory cause. The device was reprocessed one time before sampling. The device was last reprocessed on (B)(6) 2023. The sample was taken after storage of the device. The device is stored in an equipment cabinet. The customers five hygiene microbiological investigation reports were provided. The results of the first culture test on (B)(6) 2023 showed 2 colony forming units (cfus)/10ml of coagulase-negative staphylococci were detected in the biopsy channel; 1 cfu/1ml and 13 cfus/10ml of candida spp were detected in the auxiliary channel; 2 cfus/10ml of candida spp were detected in the suction channel. The results of the second culture test on (B)(6) 2023 showed 5 cfus/10ml of coagulase-negative staphylococci and 1 cfu/10ml of candida spp were detected in the biopsy channel. The results of the third culture test on (B)(6) 2023 showed 4 cfus/10ml of coagulase-negative staphylococci were detected in the suction channel. The results of the fourth culture test on (B)(6) 2023 showed 1 cfu/10ml of coagulase-negative staphylococci was detected in the biopsy channel. The results of the fifth culture test on (B)(6) 2023 showed 1 cfu/0.1ml, 5 cfus/1ml, 28 cfus/10ml of candida parapsilosis were detected in the auxiliary channel. The device was returned to olympus. Prior to device testing, the device was sent for hygiene microbiological testing by a third party. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated by olympus and no abnormalities in the parts related to where the bacteria was detected were identified. Based on the results of the investigation and the information provided, the cause of the bacteria detected could not be determined. It is unknown if there were deviations from the reprocessing instructions in the instruction manual. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following the instructions for use: the gf-uct180 instruction manual, chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.